Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. The customer is calling because his trueresult meter is reading 40 points lower than doctor's meter. Customer's expected results are 90-120mg/dl - fasting. Strip expiration date is 06/15/2018 and strip open date is (B)(6) 2015. Back to back blood test performed and results are 111mg/dl and 110mg/dl - fasting. Reviewed meter memory: the 84mg/dl (B)(6) 2015 05:06:00 pm fasting:yes, the 112mg/dl (B)(6) 2015 11:39:00 pm fasting:yes, the 107mg/dl (B)(6) 2015 08:50:00 pm fasting:yes, the 89mg/dl (B)(6) 2015 12:00:00 pm fasting:yes, the 100mg/dl (B)(6) 2015 04:56:00 pm fasting:yes. The customer is testing three times a day (fasting). The customer is on medication for his diabetes. The customer is storing the meter and test strips in the den.